Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of difficulty breathing, a CT examination was performed and revealed that the catheter had broke near the insertion site, the distal fragment of the catheter migrated through the right atrium into the right ventricle, and perforated the wall of the right ventricle. An emergency thoracotomy was performed to remove the catheter and to patch the hole in the heart wall. The port body was removed. The port system was implanted via the right internal jugular vein under ultrasound guidance for chemotherapy.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the product received was one powerport isp m.r.I. Implantable port with 8 fr s/l groshong catheter, received in two segments, and one loose catheter lock. Visual, microscopic, and tactile evaluations were performed. The full break between segments manifested significant polishing in corresponding regions on each end, along with deformation, whereas the remaining regions manifested granularity and evidence of peeling. A split and two kinks were found within a few centimeters on either side of the full break. The complaint of a catheter break is confirmed and found more specifically to be due to flexural fatigue. The kinks and split found near the break were also consistent with flexural fatigue. The root cause is determined to be related to clinical conditions. Flexural fatigue is known to occur due to repeated kinking in the catheter while implanted. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Manufacturing date: 06/2014).

Event description:
It was reported that the patient complained of difficulty breathing, a CT examination was performed and revealed that the catheter had broken near the insertion site, the distal fragment of the catheter migrated through the right atrium into the right ventricle, and perforated the wall of the right ventricle. An emergency thoracotomy was performed to remove the catheter and to patch the hole in the heart wall. The port body was removed. The port system was implanted via the right internal jugular vein under ultrasound guidance for chemotherapy.